Event description:
It is reported by our dealer in (B)(6) that a male patient had a cystoscopy on (B)(6) 2013. The insert at the distal end of the sheath reinforcement plate soldered is dissolved. The part has been located and removed under spinal anesthesia.

Manufacturer narrative:
The cystoscope sheath has the batch identification number m593260 and was produced in september 2001. No other identifications are evident and this means that no service actions have been carried out at r. Wolf (B)(4) since the sheath was purchased. The reinforcement tube distally soldered has been completely detached from the hard-soldered joint. The microscopic examination of the site of the joint shows a proper diffusion of the hard solder on the distal sheath tube, ensuring lasting a durable strength over many years. In view of the many years of use and the age of the instrument, we attribute the loosening of the hard-solder joint to a long term chemical process. This process is favored by the following factors: large number of cases which resulted in an increased in the number of reprocessing cycles, usages times of above-average duration, more contaminants and operating residues. It is be assumed that these factors cause unavoidable wear and tear processes to medical instruments and can ultimately lead to the destruction of such joints. In order to be in a position to identify incipient damage, it is extremely important to examine instruments appropriately before and after use and to vigilant in detecting missing parts. Explanations on this issue are given in our instructions of use. Richard wolf considers this matter closed. However, in the event additional information is received, we will provide FDA with follow-up information.